Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-01909 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006513822-2024-00023.

Event description:
It was reported by the customer that when the dr. Was inserting the catheter, he found that the front end of the tearable sheath of the micro-intubator was bent and cracked, and the catheter could not be completed. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that when the dr. Was inserting the catheter, he found that the front end of the tearable sheath of the micro-intubator was bent and cracked, and the catheter could not be completed. No other information was provided.